Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. It was noted that the implantable cardioverter defibrillator exhibited nonsustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy for the oversensed events. Programming changes were discussed. The patient was not symptomatic and will be followed routinely.

Event description:
New information available on (B)(6) 2018 states that the asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited more episodes of nonsustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, on (B)(6) 2018. The patient did not receive therapy during the oversensing. Programming changes were discussed.